Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) shows ongoing atrial arrhythmias with occasional undersensed atrial signals. The sensitivity is currently programmed to automatic gain control (agc) at 0.25mv (millivolts). Battery longevity is normal and other lead measurements are stable. At this time, the device and lead remain in-service. No adverse patient effects were reported.